Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2008 with unknown product. Subsequently, patient was revised on (B)(6) 2011 due to pain, discomfort, instability and potential metal allergy. Operative report noted clear synovial fluid during the revision procedure. All components were removed and replaced. Patient underwent manipulation procedures on (B)(6) 2011 and (B)(6)2011 due to arthrofibrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿early or late postoperative allergic reaction¿, "inadequate range of motion due to improper selection or positioning of components.¿